Manufacturer narrative:
Follow-up #1: date of submission 01/14/2016. Device evaluation: the device has been returned and evaluated by product analysis on 12/29/2015 with the following findings: the black box shows call service 064-0001 alarm with occlusion during pump operations. Rewind, load and prime steps performed successfully. Exercised pump for 24 hours, after 24 hours no call service alarms were received. No defects found. Investigators opened pump and there was no evidence of the corrosion or damage on motor flex connector. The battery compartment is cracked from the top to cover part. Battery cap is damaged ¿ top stripped, used test cap for all steps, test battery cap does tighten fully.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 064) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.